Event description:
The handpiece burned a 20x24mm white lesion inside of the patient's cheek around #22. There were no signs of failure previously. The handpiece was staying cool then the burn happened suddenly. The burn was irrigated with chlorohexidine. Amoxicillan 500mg tabs, 1 every 8 hours until gone was prescribed.